Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd879916 and gd881417 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with culture positive for (B)(6) and patient who made a mistake/touch contamination coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the patient's wife reported the following: on (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital on (B)(6) 2011. Upon a follow-up call, the nurse reported that the patient made mistake/touch contamination. The nurse stated that the patient is known to have a break in cleaning techniques. The nurse did not know the date of the peritonitis, but did confirm that the peritoneal effluent culture was positive for (B)(6). The nurse confirmed the hospitalization dates. The nurse reported the patient received intravenous (IV) antibiotics (names, doses, and frequencies not reported). At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. The nurse did not provide an opinion of causality.